Event description:
The patient was undergoing scheduled robotic cholecystectomy for symptomatic cholelithiasis when the equipment failed to grasp tissue resulting in it being removed from the surgical field and replaced with equipment that worked. FDA safety report ID# (B)(4).